Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the device's life cell capacity was less than expected. The device is undergoing detailed analysis to determine root cause.

Manufacturer narrative:
The device's ability to provide therapy was verified via automated therapy verification test. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information in april 2010 that this device was exhibiting a monitoring voltage of 2.5 volts associated with a charge time of greater than 9.0 seconds. Technical services discussed the shortened replacement window advisory. Subsequently, boston scientific crm received information in may 2010 that this patient was presented to the electrophysiology (ep) lab and the left venticular (lv) lead was explanted. The lv features had been programmed off for over a year due to myopotential stimulation. The device was explanted due to elective replacement indicator (eri) and allegations of premature battery depletion.